Event description:
Information received indicates the beds scale is inaccurate.

Manufacturer narrative:
The hill-rom technician found the scale was inaccurate, caused by a bent head section resting on the hi/low tower. The technician replaced the backrest frame to repair the bed.